Event description:
Pt called in stating that needle flew off her avonex pen when ready to inject. Dose or amount: 30 ugm, frequency: qw, route: intramuscular. "Is the product compounded: no, is the product over-the-counter: no."